Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6)-year-old (B)(6) female patient had impella 5.0 pump inserted in the right femora for assist circulation due to vsp. It was reported the patient developed a hemorrhage at the abdominal wall. As a result, the patient received 8 units of red blood cells. Hemostasis was applied by catheter embolization and the hematoma was removed. Per the physician, the impella and guidewire did not contact the patient's abdominal wall; however, there was multiple bleeding seen at the peripheral branch of the iliac artery where the impella was insertion. This was confirmed by angiography. The event is unlikely to occurred if impella did not consume platelets or von willebrand factor. Patient's anticoagulation regimen was not provided. No further information was provided.